Manufacturer narrative:
Getinge service was requested by the customer, and a getinge filed service engineer (fse) evaluated the iabp unit and upon troubleshooting, the fse found drive manifold failure with the solenoid valve k8. To fix the issue, the fse replaced the drive manifold, blood detect tubing, and solenoid driver board. The fse then verified and performed all calibration functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during testing performed by the customer's biomed and prior to use on a patient, the cs300 would not pass the safety disk leak test and generated a "safety disk is not plugged" message. The biomed has reported that a new safety disk was installed but the issue persisted. There was no patient involved an no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested for getinge to evaluate the iabp unit in connection with this event. A getinge service territory manager (stm) has reached out to the customer to obtain the details of the event. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that during testing performed by the customer's biomed and prior to use on a patient, the cs300 would not pass the safety disk leak test and generated a "safety disk is not plugged" message. The biomed has reported that a new safety disk was installed but the issue persisted. There was no patient involved an no adverse event reported.